Event description:
A portable oxygen tank exploded in pt room (B)(6) which is a telemetry unit at approx 8:45 pm on (B)(6). The employee working in the room sustained injuries and was transferred to a regional burn unit via air transport where she remains. The pt in the room did not sustain injury. The visitor in the room sustained minor injuries and was treated in the emergency department and released. There were three pt rooms with significant damage. Seventeen pts required re-location to other units within the hosp.